Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls to ensure the new test strips resolved the initial concern. Customer is comfortable with the new meter glucose readings; additional, customer stated, the physician said the meter is consistent with her updated a1c indicator as well as the thyroid medication can increase customer blood glucose readings. Customer a1c is 8% equivalent to 183mg/dl; customer said that "is happy" with the results after the physician visit.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 193, 251, 316 and 309mg/dl. The customer's expected fasting blood glucose test result range is 130 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 309 and 316mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is 09/22/2016 the meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). The customer asked for the test strips replacement only since it is the third product replaced